Manufacturer narrative:
Analysis summary: the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Also, the tissue pad was melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present.

Event description:
It was reported that during a prostatectomy procedure, the device stopped working during procedure. Opened a new disposable to finish off the procedure. No pt consequence.